Manufacturer narrative:
H11: in the previously submitted report, the manufacturer initially left the reporter country blank. In this report, the manufacturer has updated the reporter country to united states. Section e has been updated in this report.

Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging atrial fibrillation, pneumonia, chronic obstructive pulmonary disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.